Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2014 was above 500 mg/dl with large ketone levels and extreme thirst and urination. It was reported the pump alarmed for a loss of prime. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that the alarm had occurred more than three times, the cartridges were being used per instructions for use, and cartridges from more than one box were used. This complaint is being reported because the alleged health event was attributed to the reported pump malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 05/08/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint was unable to be duplicated during investigation. Review of the pump¿s black box revealed loss of prime warnings on: (B)(6) 2015 at 20:24, deliveries resumed on (B)(6) 2015 at 12:57; on (B)(6) 2015 at 16:09, deliveries resumed at 18:55. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The force sensor calibration was found to be within specification. Unrelated to the complaint, the bolus button cover was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.